Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 250 mg/dl. The patient had gastroparesis and a urinary tract infection (uti). For treatment, the patient did not remember. The patient was discharged after 2 days. The pod was worn on the abdomen. The pod was discarded.